Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 90 to 110 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Blood test performed fasting during call on (B)(6) 2015 produced result of 47 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (manually logged): 1:45mg/dl (B)(6) 2015 fasting: yes; 2:45mg/dl (B)(6) 2015 fasting: yes; 3:47mg/dl (B)(6) 2015 fasting: yes; 4:41mg/dl (B)(6) 2015 fasting: yes; 5:45mg/dl (B)(6) 2015 fasting: no. Adverse event not reported.